Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review, as the pt is currently being monitored and has not been revised to date. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A clear correlation between the developed metal allergy of the pt and the product cannot be ruled out as it is already known for similar metal on metal (mom) devices from literature. Our investigation has shown that metal ion measurements for the durom system are comparable to other mom devices in the market. An allergic reaction can be an inherent post-operative side effect as stated in zimmer's IFU ((B)(4)). This is unfortunately pt dependent and can occur with a low percentage rate with all kind of metal on metal based products. A cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a durom acetabular component 52/46 code l on the left side on (B)(6) 2009. The pt is currently being monitored due to elevated cocr levels in the blood.